Event description:
Customer reports coughing that subsided once discontinued use of the soclean. Md seen and the customer received and inhaler & was recommended to discontinue use of soclean.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.